Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty removing the device could not be replicated in a testing environment as they resulted from procedure circumstance. The reported posterior foot was confirmed based on the returned device condition. Based on the returned device observations, the posterior needle tip was ejected from the posterior shank and not detached as reported which was likely engaged with the posterior cuff and remained in the detached posterior foot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty removing the device, detachment of the posterior foot and posterior need tip, and foreign body in patient appear to be related to removal of the device in the deployed position. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. It should be noted that the perclose proglide instructions for use (IFU) states: deploy needles by pushing on the plunger assembly (in the direction marked #2) until you visually confirm that the collar of the plunger makes contact with the proximal end of the body...gently disengage the needles by pulling the plunger assembly back (in the direction marked #3) and completely remove the plunger and needles from the body of the device. The IFU also states: do not use excessive force or repeatedly push the plunger assembly. Excessive force on the plunger during deployment could potentially cause breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. It was reported that a femoral angiogram was not performed. The IFU also states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel.

Event description:
Subsequent to the previously filed medwatch report, additional information received: femoral angiogram or other imaging was not performed to verify the puncture site. The posterior foot and posterior needled tip were separated during use. The location of the foot and needle tip were unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after a peripheral intervention procedure. Reportedly, the proglide was difficult to remove from the patient anatomy after suture deployment and significant force had to be used in order to remove it from the patient anatomy. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.